Event description:
Information received from the field notes that the patient appeared to be pacing asynchronously at a 55 bpm rate trans- telep honically. The patient was not pacemaker dependent. The device was replaced due to premature rrt aand a telemetry anomaly.